Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the cannula had deployed early. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism not deployed. The soft cannula was not visible in the bottom housing window. The download data from the pod showed that the pod was received in pod state 15 and was deactivated by the user at the end of the first priming sequence. No abnormalities were observed in the data. No damages or manufacturing deficiencies were found that would prevent the needle mechanism from deploying. The needle mechanism did not deploy early as reported, as the pod was received with the needle mechanism in the not deployed state.